Event description:
Intra-operative breakage of the LONG HELIX DRILL D.3,5MM, product code 9084.20.086, lot 21AR0CV occurred on (b)(6) 2026, during shoulder surgery. The metal back glenoid had to be removed and the broken part was recovered. This event occurred in Austria.

Manufacturer narrative:
No pre-existing anomaly was detected by the check of the production records of lot n. 21AR0CV. This is the first and only complaint recorded on this lot number. A final report will be submitted following completion of investigation.